Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damages to the battery compartment or to the battery cap. The reporter denied moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/31/2016. The pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings. The pump powered on with intact auditory and vibratory features to a blank screen. Investigators were unable to adequately investigate the reported ¿intermittent power¿ complaint due to a blank display issue. The battery compartment was intact and undamaged. The test battery cap was able to fit securely to the pump. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. The review of the black box data showed multiple consecutive slave communication error alarms in the pump history. Further technical analysis was performed and a u17 slave processor failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.